Event description:
It was reported that the lead exhibited loss of capture. It was noted that the lead had dislodged two times previously, and the patient had experienced diaphragmatic stimulation. The lead was capped.

Manufacturer narrative:
Na